Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd¿ safety syringes had a broken barrel discovered during use.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc bd safetyglide insulin syringe. Customer states that the barrel broke while aspirating medication. The returned syringe was returned with the hub-needle-safety mechanism/shield assembly separated from the barrel. No damage to the barrel was observed. A review of the device history record was completed for batch # 8171730. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Upon visual evaluation, similar findings to those doucmented by bd franklin lakes inital investigation. The needle assembly with shield was separated from barrel. Inspection of the barrel tip showed no signs of damage. Needle assembly was able to be removed from shield and the hub was inspected, damage was found on the inside of the hub core. Probable root cause for hub separates, hub core damage could cause the hub not to be attached to the barrel, causing hub separates.

Event description:
It was reported that an unspecified number of bd¿ safety syringes had a broken barrel discovered during use.